Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer did not observe insulin exiting the infusion set tubing during a cartridge change. Tandem technical support advised the customer to check their luer lock connection and the customer verified their luer lock connection was loose. The luer lock connection was tightened, fill tubing was resumed and insulin was observed exiting the infusion set tubing. The customer¿s blood glucose (bg) level was not impacted.

Manufacturer narrative:
Per tandem's t:slim x2 user guide: check the luer-lock connection between your cartridge tubing and infusion set tubing daily to ensure it is tight and secure".